Event description:
Missing retaining pin for koros superslide retractor frame, part number 7329-10m. This part of the frame consists of an arm connected by a hinge, a bar with ratchets and a retaining pin on the non-ratcheted side of the bar, and a turning knob. These components are not designed to disassemble. The other arm for the retractor frame does disassemble via a thumbscrew. The ratcheted bar is designed with a retaining pin that prevents the turning knob from completely sliding off the bar. After a surgical procedure, the retractor was returned to sterile processing with the turning knob completely removed from the ratchet bar caused by the retaining pin being missing. The turning knob has internal alignment pins that stay in place as long as the knob remains on the bar. Because the knob slid completely off, the alignment pins fell out of their slots. The point at which the retaining pin went missing is unknown. Device reported internally and to manufacturer. Affected retractor and 2 other non-affected retractors (same models) pulled from service. During follow up phone conversation with manufacturer, manufacturer stated that ultrasonic washing could have loosened the pin. The instructions for use recommend sonication. Manufacturer was asked if sonication should be removed from IFU or not be performed; manufacturer responded that sonication should be performed. FDA safety report ID # (B)(4).